Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was not successfully implanted. It was reported that upon connecting this device to the existing lead system the device did not capture for the pacemaker dependent patient resulting in asystole. The lead system was reconnected to the old device and capture was confirmed. The leads were then reconnected to this device and loss of capture (loc) was again observed along with out-of-range impedance measurements. The leads were tested with the pacing system analyzer (psa) and capture was confirmed. The physician elected not to implant this device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.